Event description:
It was reported that during an open gastrectomy, some staples were malformed at the 1st firing when the device was used on the gastric body. Reinforcement material was not used. There was a possibility that the target tissue was thick. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
Additional information in h10..

Manufacturer narrative:
(B)(4). Additional information: on which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. Was the cartridge loaded with the retaining cap on? No information. Was there an attempt to load the cartridge proximal end first (like en endocutter)? No information. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No information. Was there any difficulty removing the device from the tissue? No. Was a leak test completed? No information. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? No information. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? No information. Was the firing to close an ostomy? No. Is a pathology specimen and/or report available? No. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) No. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? No information. Was there a recent conversion to ees devices in this account or with this surgeon? No information. Where was the location of the malformed staples - distal, proximal or in the middle of the staple line? No information. Where the malforms on the line closest to the cut line or in all of the rows? No information. Where the staple legs unformed or did they have irregular shapes? No information. The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.